Event description:
It was reported that the device was at end of life indicator due to suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) was caused by high battery impedance noted on(B)(4) 2011 prior to explant. Ramware version 8 installed on about (B)(4) 011. High battery impedance resulted in eri.